Manufacturer narrative:
Evaluation summary: the field service engineer (fse) evaluated the device and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) and replaced the direct current (dc) to direct current (dc) converter printed circuit board (pcb). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a ¿vent inop¿ (ventilator inoperative) message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Evaluation codes method and conclusion. Device evaluation summary: the graphical user interface printed circuit board was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. The direct current (dc) to dc converter printed circuit board was received for failure investigation with a blown c83 capacitor. Due to the receipt condition, the board cannot safely be installed in a test ventilator. If information is provided in the future, a supplemental report will be issued.